Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported a dental implant removal due to the fracture of the abutment. As the fractured portion of remained inside the implant, the dentist decided to remove it. The implant was removed 1 year and 2 months after its installation.